Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being in the hospital for non diabetes related issues. The caller stated that he just did a bolus, but they said that his glucose level was 96mg/dl and it gave him a bolus of 6.4 units, which it should not have given him anyway. No further information was provided.